Event description:
It was reported that the right ventricular (rv) lead had low r waves. The lead was reprogrammed and the problem was resolved. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 lead, implanted: (B)(6) 2002. (B)(4).